Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device malfunction alarm codes s321 (motor error-pmc, left) and s421 motor error-pmc, right). The device was returned to the biomedical department from an unspecified nursing department for an unspecified reason. No specific pt info, pump programming, or event details were provided. At an unspecified time, it was reported that the device alarmed for malfunction alarm codes s321 (motor error-pmc, left) and s421 (motor error-pmc, right). There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical sue. No additional info was provided.